Event description:
It was reported that the patient underwent lumbar fusion surgery at l5-s1 consisting of a posterior lumbar fusion and interbody fusion at l5-s1 with local autograft and rhbmp-2/acs. Allegedly bmp caused abnormal ectopic bone growth, which in "tum" caused the patient's ongoing, chronic pain and other complications. The patient has reportedly developed severe physical pain,extreme pain, suffering, and anguish.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2005: patient presented with following pre-op diagnoses: l5-s1 grade 1 isthmic spondylolisthesis with foraminal stenosis. For which patient underwent: posterior spinal fusion, l5-s1. Segmental instrumentation, l5-s1. Transforaminal lumbar interbody fusion, l5-s1. Cage insertion, l5-s1. Local autograft bone. Per op notes, cage implant trials were placed into the intervertebral disk space and a 12mm height, 32mm length trial was found to fit well. Local bone and one-third of rhbmp-2 sponge was packed into the anterior disk space anterior to the cage. Another third of the rhbmp-2 sponge was packed inside the cage, and it was impacted into place in the intervertebral space. Intra-op ap and lateral x-ray confirmed the cage to be in acceptable position completing "tlif" procedure. Then a posterolateral arthrodesis was performed. The remaining third of the rhbmp-2 sponge was combined with local bone and bone graft substitute and rolled into a tube. The mixture was placed over the decorticated posterior elements of the spine and lateral gutters in order to perform a posterolateral arthrodesis. Later, sterile dressings were applied. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.